Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product (320559) was clogged. No chemical solution came out of the two needles. The same event had occurred in the past. 2 defect samples were returned. Bdj found 1 np needle bent and 1 np needle broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 and 3 were added after the actual sample was returned. H6: investigation summary two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 2186592, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product (320559) was clogged. No chemical solution came out of the two needles. The same event had occurred in the past. 2 defect samples were returned. Bdj found 1 np needle bent and 1 np needle broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 and 3 were added after the actual sample was returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product (320559) was clogged. No chemical solution came out of the two needles. The same event had occurred in the past. 2 defect samples were returned. Bdj found 1 np needle bent and 1 np needle broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 and 3 were added after the actual sample was returned.